Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
81: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with decreased visual acuity (va) in both eyes (ou) and stage 3 diffuse lamellar keratitis (dlk) ou post treatment. The topical steroid dosage was increased and flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient reported that there has been significant improvement in va. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/25 -9.50 x -1.00 x 0. Left eye pre-op 20/20 -10.25 x -.75 x 167. Bcva from (B)(6) 2019: right eye post-op 20/40. Left eye post-op 20/30.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 09/30/2007, however the correct date is 11/01/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.